Event description:
It was reported that a pump triggered an altitude alarm due to obstructed speaker holes. Customer's blood glucose level was maintained between 54-500 mg/dl, with no adverse impact reported. Technical support guided the customer to remove the obstruction, clean the speaker holes, and reset the pump, which allowed insulin delivery to resume. The issue was resolved without further incidents, and additional tips were provided to prevent future altitude alarms.